Event description:
It was reported by the customer that a pyxis medstation es system rebooted and unexpectedly stopped responding during a procedure. The customer added that this caused a delay but that users were able to remove the required medication from another room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected and/or additional information is included in the following sections: a1, b5, b11,b14, d1, d5, d3, h10. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-feb-2022 to 20-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device stopped responding due to a known issue with bluetooth drivers and the network interface card power management settings. Technical support specialist modified the bluetooth settings and network interface card power settings to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device stopped responding due to a known issue with bluetooth drivers and the network interface card power management settings. Bluetooth settings and network interface card power settings were modified to resolve.

Event description:
It was reported by the customer that a pyxis medstation es system rebooted and unexpectedly stopped responding during a procedure.the customer added that this caused a delay but that users were able to remove the required medication from another room.there were no adverse events or injuries reported based on this event.